Event description:
Treatment of avm, it was reported after one hour of onyx injection through the ultraflow catheter there was 2-3cm of onyx reflux. Upon removal, the catheter separated at 15cm from the distal tip, and the broken segment was retrieved. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.